Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). (B)(4). The patient has the devices so they will not be returned without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with devices on (B)(6) 2015 for a tibial fracture. On (B)(6) 2016, all of the hardware devices were explanted due to pain; the explanted devices were all intact. The surgery was completed successfully with no delay. The patient was stable following the surgery. This report is 4 of 5 for (B)(4).